Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator giving xdcr (transducer) fault continuously. The customer confirmed that there was no patient associated with the reported event.